Manufacturer narrative:
(B)(4). The product was requested for manufacturer laboratory investigation and was not yet been received. The investigation is still pending. A supplemental medwatch will be submitted when further information becomes available. Additional information: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.

Event description:
It was reported the customer detected a leak post filter, where connected to the tube during priming." (B)(4).

Manufacturer narrative:
(B)(4). The product was investigated in the laboratory of the manufacturer. A tightness test was performed. Leakage on 3 positions ( tubing connection on blood inlet, tubing connection on blood outlet, tubing connection of mbu sensor) was confirmed. Based on this the failure "leak post filter where connected to tube" could be confirmed. Most probable the leakage was caused by untight tubing connections. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary.

Event description:
(B)(4).